Manufacturer narrative:
Implanted device remains.

Event description:
It was reported that the patient experienced a wound infection. Additional information has been requested but has not been made available as of the date of this report, may 22, 2017.